Manufacturer narrative:
A report received from the field stated that after the rca was predilated with a 5.0 balloon, the precise was unable to cross over the mailman wire. The tuohy was tightened and did not move. The sds was removed from the patient with no complications. The tip of the delivery's system and inner shaft extended past the outer sheath about 20-30cm. The stent was still inside the delivery system. The lesion was stented with a bx velocity. The male patient is listed as fine. Clinical impression: during an interventional procedure to this patient's rca, the precise sds was unable to cross over the mailman wire. The stent was still inside the delivery system, and the procedure was completed with a bx velocity stent. Of note, the precise sds is indicated for biliary use as per cordis IFU. The product was returned for analysis, and revealed the inner member hypotube was severely kinked. There is not enough information regarding the handling of this product to draw a clinical conclusion of its malfunction.

Event description:
Hypotube fracture.